Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, it was a case of an implant of a 23mm sapien 3 valve in aortic position. Three years and eight months after implantation, a non-edwards 26mm valve was implanted within the previous one because of degeneration, due to calcifications. Finally, the patient was discharged.